Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012; in ratio: 4.1, 4.4; lab: 4.4, 5.2. Therapeutic range = 2.5 - 3.5.